Event description:
It was reported that during implantation of the intraocular lens (iol) that the haptics were not folded correctly and the haptics stuck to each other and to the optic. There was no patient injury or impairment reported. The lens was successfully implanted. No further information was provided.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. Telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.